Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence and uterine prolapse. Following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that on (B)(6) 2009 the patient underwent mesh explant due to bladder outlet obstruction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent exploratory laparotomy, lysis of adhesions, ventral/umbilical hernia repair with primary closure on (B)(6) 2014 due to abdominal pain, umbilical and ventral hernia. No additional information was provided.